Event description:
It was reported that the luer lock on foley catheter broke off upon attempt to flush catheter. No patient harm was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be damaged components received from supplier. However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that the luer lock on foley catheter broke off upon attempt to flush catheter. No patient harm was reported.